Event description:
It was reported to boston scientific corporation on may 19, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. The pancreatic fluid leaked out into the abdomen. The patient experienced elevated c-reactive protein (crp) levels and was given antibiotics. In the physician's assessment, the patient complication is related to the device and procedure. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf patient code e1004 captures the reportable event of pancreatic fluid leaked out in the abdomen. Imdrf patient code e2326 captures the reportable event of elevated crp levels. Imdrf impact code f2303 captures the reportable event of medication required. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was returned in position 2. Visual examination of the returned device found the outer sheath kinked. Functional inspection was performed to inspect the catheter lock for functionality; however, the stent could not be released from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. No other issues were noted to the stent and delivery system. The observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device, and the technique used (force applied), limited the performance of the device and contributed to the kinked outer sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to the failure to follow the manufacturer's instructions. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, could have caused the torsional damage and detached the sheath and led to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf patient code e1004 captures the reportable event of pancreatic fluid leaked out in the abdomen. Imdrf patient code e2326 captures the reportable event of elevated crp levels. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. The pancreatic fluid leaked out into the abdomen. The patient experienced elevated c-reactive protein (crp) levels and was given antibiotics. In the physician's assessment, the patient complication is related to the device and procedure. The patient was expected to fully recover.

Event description:
It was reported to boston scientific corporation on may 19, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. The pancreatic fluid leaked out in the abdomen. The patient experienced elevated crp levels and was given antibiotics. In the physician's assessment, the patient complication is related to the device and procedure. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf patient code e1004 captures the reportable event of pancreatic fluid leaked out in the abdomen. Imdrf patient code e2326 captures the reportable event of elevated crp levels. Imdrf impact code f2303 captures the reportable event of medication required. An axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was returned in position 2. Visual examination of the returned device found the outer sheath kinked. Functional inspection was performed to inspect the catheter lock for functionality; however, the stent could not be released from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. No other issues were noted to the stent and delivery system. The observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used (force applied), limited the performance of the device and contributed to the kinked outer sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to the failure to follow the manufacturer's instructions. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, could have caused the torsion and detached the sheath and led to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.